Event description:
During prep for the kiva procedure it was unclear to the provider which packaging layer for the kiva bone cement powder was considered sterile. This lead to a possible contamination issue due to the unsterile packaging being placed onto the sterile field.